Manufacturer narrative:
(B)(4).

Event description:
The physician reported that one of his patient had 5 episodes on (B)(6) 2016 where the patient passed out. Additional information was received that the patient had multiple "seizures" with loss of consciousness on (B)(6) 2016. The patient stated that he fell to the ground 8 times but no vns activation occurred during patient's awake time. Patient's family did not use the magnet to activate the device for these events either. The physician considered lowering the autostim threshold from 30% or 20% to provide autostimulation during the time of these seizures. The physician is also not sure if these are actual seizures or pseudo seizures and might do a home video eeg if seizures continue despite medications and changes in aspire parameters. Additional relevant information has not been received.